Event description:
It was reported that volume discrepancies occurred and patient had loss of therapy. The expected residual volume was 4.3 ml and the actual residual volume was 13 ml at the refill on (B)(6) 2014. The expected residual volume was 4.0 ml and the actual residual volume was 18 ml at the refill on (B)(6) 2014. A pump replacement was done due to the volume discrepancies. During the pump replacement surgery, catheter break was found. The catheter break was at the anchor in the spine. It was noted that it was estimated 26 cm of catheter "remains intrathecally." The pump sutures were also found broken. The catheter appeared to be laying on top of the pump refill port. The whole device system was removed. The patient status at the time of the report was alive with no injury. The pump was used to deliver hydromorphone and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. There was an occlusion of dried drug, blood, or foreign material in the catheter body. The catheter was returned in one segment and attached to the pump. Initially there was an occlusion noticed during check - in. The catheter was cut closer to the sutureless (sc) connector and patency was obtained from the connector to the distal end of the cut segment. An occlusion was noticed on the rest of the catheter during the decontamination procedure. The catheter was cut into two segments, but the occlusion was easily broken loose. There was some white crystalized material (drug like) seen in both segments during the decontamination process. Pressure testing did not show any holes in the catheter. No anchor was returned with this catheter. The entire catheter was not returned. The distal end of the most distal segment did not sure any sound of a typical break.

Manufacturer narrative:
(B)(4).

Event description:
Additional review reported that infection was also found at the pump pocket during the replacement surgery (the pump replacement surgery was reported previously). The whole device system was removed. Drain was placed in the pocket. Vancomycin was used to treat the pocket. A graham stain culture was done and the culture source was noted as device pocket. The type of organism cultured was not specified. It was noted that antibiotic treatment was necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.